Event description:
It was reported that a faradrive steerable sheath clear was selected for a pulse field ablation procedure. The faradrive sheath was inserted and flushed, the dilator and wire were removed from the sheath, and a farawave catheter was inserted into the sheath. The farawave catheter was inserted into the sheath with the wire at the tip of the catheter and when the catheter was slightly past the handle, the faradrive sheath was aspirated. At this point, air bubbles were noticed and upon continuing aspiration and flushing, air bubbles continued to be seen. The air was primarily visualized in the aspiration syringe used to aspirate the sheath. The air persisted even after the pressure bag was checked. Thus, the sheath was replaced with another sheath and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear was selected for a pulse field ablation procedure. The faradrive sheath was inserted and flushed, the dilator and wire were removed from the sheath, and a farawave catheter was inserted into the sheath. The farawave catheter was inserted into the sheath with the wire at the tip of the catheter and when the catheter was slightly past the handle, the faradrive sheath was aspirated. At this point, air bubbles were noticed and upon continuing aspiration and flushing, air bubbles continued to be seen. The air was primarily visualized in the aspiration syringe used to aspirate the sheath. The air persisted even after the pressure bag was checked. Thus, the sheath was replaced with another sheath and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.

Manufacturer narrative:
Faradrive sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. An attempt to purge air out of the sheath by injecting deionized water was unsuccessful as deionized water was observed to leak from the proximal end of the sheath. This failure occurred due to the removal of the dilator, indicating the dilator was inserted for a prolonged period. This resulted in the deformation of the hemostatic valves and inability to revert to its sealed state. Prior to microscope imaging, silicone oil was present on the valves. Inspection of the hemostatic valves found the external valve torn on the outer and inner faces by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. The hemostatic valves were observed to be deformed as the valves were unable to revert to its closed state.